Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, error e315 and the black screen could not be confirmed. However, there were white foreign objects found in the air, water, and jet tubes. The identity and definitive root cause of the foreign material could not be determined. It is possible that the material contained simethicone, a defoaming agent. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. If you identify a leak during leakage testing, remove the endoscope from the water with both the venting connector and the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported the colon videoscope had an error e315 and a black screen. These issue occurred during the pre procedure. The procedure was completed with another scope. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.